Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 1 month due to unknown reasons. The explanted valve was replaced with a 25mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. Damage to the leaflets may occur during device implantation due to handling of the valve or inadvertent penetration of the leaflet tissue by the suture needle. Additionally, if the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. These issues, if undetected during implant, may result in leaflet perforations that enlarge over time, resulting in valvular dysfunction. The device was not returned for evaluation, and no images were provided. A DHR review was performed, and no related manufacturing nonconformances were identified. The subject device passed in process inspections for steady forward flow, as well as valve visual inspections before and after the holder attachment for tissue damage and cloth integrity. The customer did not report any observed valve abnormalities prior to use. A lot of history was performed, no similar complaints were found. It is unlikely that the reported event is the result of a manufacturing nonconformance. It is possible that patient factors, including chronic kidney disease, contributed to structural deterioration of the device leading to the observed perforation. Additionally, it is possible that procedural factor, such as damage to the tissue during suturing, inadequate debridement of calcium form the native annulus, or improper cutting of suture tails, may have resulted in an undetected leaflet perforation which enlarged over time, resulting in valve dysfunction. However, based on the information provided, a definitive root cause was unable to be determined, there is no confirmed edwards manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11500a aortic valve was explanted after an implant duration of 3 years, 1 month due to perforated leaflet. The patient presented with chest pain with a type a aortic dissection. The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, intraoperative tee demonstrated lv ef 20 to 25 percent, with mild intervalvular regurgitation originating between right and non-coronary cusps directed laterally. Intraoperatively, primary aortic tear appeared to be in the noncoronary sinus about 1cm from the annulus. The aortic root was noted to be dilated and thinned, mostly extending toward the ascending aorta into the arch. Surgeon was going to elect to spare the 11500 valves, however, a perforation in the right coronary leaflet was noted therefore the surgeon elected to explant the valve. Following repair of the aorta and implant of a 25mm 11060a valved conduit, the patient was rewarmed and attempted to wean from cpb. The lv had very poor contraction and was almost akinetic. Given patients cardiomyopathy, surgeon was already prepared to place an ECMO. Unfortunately, the ECMO was unsuccessful, and patient was placed back on cpb. Once again, patient continued to have inadequate flow, and the surgeon was switching from ECMO and cpb. The patient's rhythm became more unstable. ECMO was ceased and the patient expired in the or. This is a 60-year-old male patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.